Event description:
Philips received a complaint by the customer on the v60 indicating that the internal battery was expired. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that the internal battery was expired. The field service engineer (fse) determined that the customer required an internal battery replacement. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the internal battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.